Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that damage/defective packaging. During preparation/prior to procedure to treat paroxysmal atrial fibrillation (paf), a metriq irrigation tubing set was selected for use. It was observed that the package was notice damaged while unpacking. The package was noticed to have a damage spot, since the tubing should be sterilized, the physician decided to use another tubing. The sterile packaging was the damaged spot. The procedure was completed with different device used (same model). There were no patient complications. The device has been disposed, it will not be return.